Event description:
As a first unit in facility transition to new steris system 1e, a single unit was installed and steris corp dispatched a trainer to instruct hospital personnel on proper operation of system 1e. When unit was operated it completed cycle with no fault detection. Following instructions, sterilant cup was removed, liquid was found in cup and strong vinegar-like smell was noted. Further inspection noted aspirator had pierced bottom of cup as well as top. Steris corp was notified, and two additional steris employees (a sales rep and a service engineer) ran additional cycles with same result observed. Unit remains out of service pending resolution. No items for pt use were processed in unit. Date of use: (B)(6) 2012 - (B)(6) 2012.